Manufacturer narrative:
Returned product analysis verified the difficulty as stated in the complaint. The balloon catheter with the balloon in a deflated state was received in good condition with no damage observed. Visual and microscopic examination of the balloon material revealed a longitudinal tear, 7 millimeters long distally, in the balloon wall located 2.3 centimeters proximally from the distal tip. Visual and microscopic examination of the area surrounding the longitudinal tear did not reveal any irregularities in the balloon material which would have contributed to the formation of the tear. No issues were noted with the balloon material or with the ro markers that could have contributed to the leak. The exact cause of the tear could not be determined. The manufacturing records for top assembly batch 9148012 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the event could not be determined.

Event description:
It was reported that during a ptca procedure, the maverick over the wire (otw) balloon ruptured. The physician was attempting to dilate the lesion located in the left anterior descending (lad) artery when the balloon ruptured. The device was removed and the procedure was successfully completed with another maverick otw balloon catheter. There were no reported patient complications. Patient status listed as "ok".